Manufacturer narrative:
Omit: a160105 - false alarm (1013). Additional information: report source, imdrf annex a and g codes.

Event description:
It was reported that the nurse used circle priming for a chemotherapy administration. While infusing the device kept alarming air in line. The nurse checked for any possible air in the line, however did not find any air in the line. The nurse had to discard approximately 25ml of chemotherapy and prime a new line. The new line circle primed without issue and the pump did not alarm air in line. There was patient involvement and no harm to the patient.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the nurse used circle priming for a chemotherapy administration. While infusing the device kept alarming air in line. The nurse checked for any possible air in the line, however did not find any air in the line. The nurse had to discard approximately 25ml of chemotherapy and prime a new line. The new line circle primed without issue and the pump did not alarm air in line. There was patient involvement and no harm to the patient.